Event description:
As reported by the user facility: impact to patient: delay in treatment, emotional distress, under dosing of ordered medication / fluids, other. Other patient impact emotional distress, under dosing of ordered medication / fluids. A paralyzed patient, not acceptable to have no sedation. Action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Other actions taken repeated priming to clear air. Tubing replaced (triple bag and send to material management). Medication / fluid propofol. IV rate 23.4ml/hr, 3mg/kg/hr. Other product problem false air in line alarms.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, a used set was observed filled with a white substance inside a plastic bag. The reported defect is not shown through the photo. Retained samples were evaluated. All of the retained samples that were evaluated passed internal testing and are within specification. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported defect could not be observed through the provided photo. The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.